Event description:
It was reported that the doctor thinks the tip of the laparoscopic scissors are too pointy and considered to be dangerous when dissecting. No adverse events to either surgeon or patients have been reported. No device will be returned.

Manufacturer narrative:
(B)(4); device was not returned for evaluation.